Event description:
It was reported that the left ventricular (lv) lead was removed and replaced six days after implant due to phrenic nerve and diaphragmatic stimulation. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: (B)(4) -the full lead was returned, analyzed and no anomalies were found. Concomitant products: dtba1d4 implantable biv defibrillator, (B)(6) 2014; 5076-45 implantable pacing lead, (B)(6) 2013. (B)(4).